Event description:
It was reported that the caller experienced alarm 2 followed by alarm 26, indicating an issue with the device. There was no adverse impact on the customer's blood glucose level, as it did not exceed the critical range. The customer resolved the issue by changing the soft cannula infusion set and cartridge, then resumed insulin delivery. Cts advised the customer to contact them for support if occlusion issues recur, which the customer agreed to do.